Event description:
It was reported to tyco healthcare/kendall on 4/10/2003 that a pt had a problem with a mahurkar catheter. According to the customer "the pt had catheter inserted, later found that blood leaked from the site of "y" adapter. New catheter had to be inserted."